Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar energy was not working. The customer had swapped out the monopolar curved scissors (mcs) instrument and the monopolar energy activation cables twice prior to calling technical support. The customer also swapped the mcs instrument from arm4 to arm 2 and the mcs instrument still would not fire. The customer stated the system had received a check energy cable message. The customer performed a hard power cycle on the erbe with no change. The customer also performed a hard power cycle on the vision tower, still the issue persisted. The monopolar energy activation was restored with another vision side cart (vsc) vision tower. The technical service engineer (tse) reviewed the system logs and found no associated errors. The procedure was converted to another vsc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 4th april, 2022: the customer confirmed that the procedure was completed with another vsc and there was no patient injury. The patient demographic information was requested but unavailable.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the customer reported complaint. The unit was placed on an in-house system and ran in normal mode. The root cause of the reported issue was found to be a component failure. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no system errors related to the complaint. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to another generator after the start of the procedure due to the monopolar energy not working. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.